Event description:
It was reported that the patient presented to the clinic due to loss of ventricular capture. Loss of capture was observed at nominal settings as well as at 7.5 v. When the pulse width was increased to 1.4 ms, the capture threshold was at 3.75 v. The device was programmed to 7.5 v, 1.4 ms. Since the patient had a low pacing percentage in the ventricle. Monitoring will continue.